Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.